Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laryngectomy procedure for laryngeal cancer, the manual stapling handle was not able to fire. In order to resolve the issue and complete the case, changed the device. There was no patient injury.